Event description:
The customer reported approximately one hundred (100) milliliters of clear fluid leaked outside the instrument with partial aspiration errors during patient samples analysis involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing had come off the fitting at pinch valve pv43. The fse reattached the tubing and resolved the fluid leak issue. The fse also noted the fluid had damaged the main diluter card and replaced the main diluter card. In addition, the fse replaced the peltier module, solenoid bank, and the cable to the solenoids. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Peltier module, diluter card (B)(4).